Manufacturer narrative:
(B) (4) = unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. A copy of the operative report and further information regarding the patient's death were also requested, but not provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to an unsuccessful ring repair. It was also learned that the patient has deceased. No further information regarding the patient's death was provided.